Event description:
Device 2 of 3. Ref MFR. Reports: 1627487-2014-26332 and 1627487-2014-26334. It was reported the pt was hospitalized due to fever and confusion. The pt underwent removal of the scs lead and extensions due to an infection. Cultures were taken and results are unk. The pt is on antibiotics to treat the infection. The pt was admitted to a rehabilitation facility once discharged from the hospital.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Review of the DHR found a nonconformance related to the product lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.